Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was lower than 40 mg/dl, and the meter bg reading was 89 mg/dl. No additional patient or event information was available. Customer declined troubleshooting. Reportedly, cgm readings became accurate.